Event description:
Customer called to report the reservoirs had leaks past the o-rings. It was stated that when pt pressed the plunger down, the insulin passed the o-ring. Customer denied rocking or moving the plunger from the reservoir.